Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After software download, normal device function resumed. The patients condition was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.